Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During a revision surgery, the surgeon wanted to insert a large head and we discovered that the hemi adapter (dwd922) was not available, although it had been requested / ordered. An alternative approach had to be found during surgery.

Event description:
During a revision surgery, the surgeon wanted to insert a large head and we discovered that the hemi adapter (dwd922) was not available, although it had been requested / ordered. An alternative approach had to be found during surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. The nature of the complaint does not necessitate an IFU/optech review. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.